Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and delivered an inappropriate shock. During the lead replacement, due to supposed stenosis, the lead was not able to be easily removed and started to fracture when being manipulated. The patient was referred for a laser lead extraction four days later when the lead was explanted and replaced. No further patient complications have been reported as a result of this event.